Manufacturer narrative:
The device was not returned for analysis, as it was implanted in the aneurysm and its delivery system was discarded at the site. Therefore, since the device was not returned, we are unable to perform further root cause analysis and the event cause remains unknown. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received report that the implantable coil was successfully delivered to the aneurysm, but it failed be detached. The coil was then attempted to be retrieved, however, the coil unintentionally detached in the aneurysm. The device was reported to have been used and prepared per the IFU. The anatomy was normal and not tortuous. The aneurysm is in the paraclinoid.